Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Mother reported the infusion device displayed an e7 electronic error and the buttons were unresponsive. She changed the battery and battery cover but was unable to clear the error message. She removed the battery and reinserted it on the morning of the report, and the display was illegible and the infusion device produced audible beeps. The patient switched to multi-injection therapy. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to a mishandling of the product. The soft component of the up and down button is damaged due to handling with sharp objects. The buttons shouldn't be actuated by using hard or sharp objects. Due to the leaky soft components, liquid entered the pump electronics. The resulting short circuit damaged the pump electronics, display, buttons (all buttons are without function) and led to the following unclearable e7 error message.